Event description:
It was reported that during an orif distal radius procedure surgeon placed a ti 4.2mm va-lcp 2-clm 6 hole plate and was inserting a 2.4mm ti va locking screw using a 1.2nm torque limiting attachment, when the screw went through the plate hole at the proximal hole on the most radial side of the plate distally. Surgeon did not remove the screw; surgeon completed the procedure with no further complications. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number, or part number were provided.

Manufacturer narrative:
Additional narrative: device used for treatment not diagnosis.

Event description:
This report is for an unknown screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This report is 2 of 2 for complaint number (B)(4).